Event description:
It was reported that the patient presented for implant of the left ventricular lead. During the procedure the stylet became stuck inside the lead. The stylet could not be separated from the lead; therefore, it was not implanted. A replacement lead was used to complete the procedure. The patient was stable.